Event description:
Medtronic received information that fifteen months post implant of this aortic root bioprosthetic valve, the valve was explanted due to a pseudoaneurysm of the graft to the porcine aortic root anastomosis. Additionally, prior to the explant, it was suspected by the physician, that there was a graft and aortic root infection. Stat gram stains from the pseudoaneurysm cavity were negative. A 28mm non medtronic homograft was successfully implanted. Additionally a triple coronary artery bypass was performed. No further adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the device history record was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. The explanting facility¿s pathology report listed a diagnosis of a synthetic aortic valve with adherent fibrosis, chronic inflammation, and foreign body giant cell reaction. Based on the available information, a definitive root cause of the pseudoaneurysm could not be determined. Pseudoaneurysm is a known failure mode and is addressed in the current device risk management file.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information is received or the product is returned for analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.